Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019. Field service engineer evaluated the device. The fse replaced the power supply to resolve this issue. The power supply was tested and no failures were identified. The customer complaint of display was flickering could not be duplicated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported the display flickering. There was no patient involvement.